Event description:
Follow up with the complainant revealed that the pinnacle anterior/apical pelvic floor repair kit procedure date was (B)(6) 2012. The physician needed to excise 4cm of the mesh because there was mesh exposure at the mid line about 2 cm. The patient's current condition is fine. The physician does not plan for any further intervention.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a procedure (date unknown). Post-implantation, the patient underwent another procedure where the physician excised 4cm of the pinnacle mesh at the incision line. In addition, the mesh was "undermined" and the mesh edges were "freshened." The incision was reclosed and the procedure was completed. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.